Manufacturer narrative:
12/17/2020 - we have requested the device be returned to the manufacturer. To date, we have not received the device. 5/26/2021 - the device was returned to the manufacturer. The consumer did not provide all the parts for the product. Therefore an investigation cannot be complete. Below is the manufacturers narrative; manufacturers narrative: the consumer claims the bristles have too much space and pinches her. The consumer returned the product to the manufacturer for an investigation. However, the consumer did not include the brush head that contains the bristles. As a result, an investigation cannot be conducted.

Event description:
12/15/2020 - the consumer alleged the bristles has to much space and it pinches her which caused light bleeding. Medical attention was not received.

Manufacturer narrative:
(B)(6) 2020 - we have requested the device be returned to the manufacturer. To date, we have not received the device.

Event description:
(B)(6) 2020 -the consumer alleged the bristles has to much space and it pinches her which caused light bleeding. Medical attention was not received.